Event description:
Procedures: mesenteric arteriogram, celiac arteriogram, superior mesenteric arteriogram, gastroduodenal arteriogram and left gastric arteriogram were completed and a perclose device was being placed when the physician noted that the device was kinked. The device was removed and another one used. No injury to the patient.